Event description:
In this event it is reported that a cavitron touch,240v-UK,g1000 had intermittent water flow and the handpiece heats up. No injury occurred.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. The recommended repairs were made. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.